Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found some tips dispensing near the front edge of the wells in the reported problem area of the pipetter assembly. The instrument was inspected and adjusted, tested without further problem, and returned to service.